Event description:
Reporter indicated that pt experienced coughing and shortness of breath after initiating magnet mode stimulation. It was reported that device normal mode output current was programmed to off in 2003 since the pt underwent surgery (type unknown) and that this was the first time that pt had initiated magnet mode stimulation. The pt reportedly felt as if pt was about to have a seizure and wiped the device with the magnet. Magnet mode stimulation reportedly aborted the seizure. Treating neurologist plans to reduct magnet mode output current setting.